Event description:
The unit carton for this aa4203tl silicone toric plate lens was returned without any previous allegation of product problem. Writing on the carton stated "implanted, removed". This is one of two lenses the surgeon attempted to implant in this patient - see #2023826-2005-01431.